Event description:
A 2.75 mm diameter x 24 mm length, endeavor rx drug-eluting coronary stent delivery system, was inserted into a patient for the treatment of a left main lesion. Lesion morphology was reported as 80% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent, and successfully deployed the stent at the lesion site. Post stent deployment the physician stated, that the stent appeared to be fractured. A second endeavor was used to overlap the initial stent, with satisfying results. The patient is fine.

Manufacturer narrative:
Evaluation results: 80% stenosis. Conclusion: 80% stenosis. Other, secondary intervention. Other, stent fracture. Evaluation summary: medtronic has received the device and its analysis has been completed. There were a number of bends along the hypotube, most likely as a result of coiling. The balloon has been inflated. The distal tip was damaged. Additional info received confirmed the following: the device has been inspected prior to use with no issues noted. The lesion had been pre-dilated. The stent was deployed with no resistance noted. The cd of the procedure was returned and reviewed. The following was noted from review of the cd- the lesion had been pre-dilated as reported. A 24mm stent was deployed at the bifurcation between the lm and the lcx. The stent appeared to be deployed without issue. Angiographic images of the deployment of the 24mm stent appeared to show that the profile at the proximal end of the stent, at the ostium to the lcx was not cylindrical i.e. The stent apposition to the vessel was impacted by the lesion morphology. Residual stenosis was still present on the proximal side of the stent, at the ostium of the bifurcation. Based on the info provided from the account, it appears most likely that this is what the physician reported as, "stent seems to have fractured while deploying". Review of these images by the evaluation team failed to identify any acute weld detachment or separation/breakage of previously joined crowns, or struts of the stent, at this time during the deployment of the 24mm stent. A second, shorter stent was deployed within the lm, where it overlapped with the proximal end of the newly deployed 24mm stent, as reported from the account. The deployment of the more proximal stent appeared to show that it was deployed at a high pressure, resulting in a greater expansion of the stent. The images immediately subsequent to the deployment of the proximal stent, appears to show the presence of stent strut separation, or a prolapse of the vessel through the more distal 24mm stent, immediately distal to the end of the proximal stent. This indicates that the deployment of the second stent, disrupted the segment structure of the first stent, resulting in the prolapse as seen. The stent in the lm appears to have been deployed successfully, but the stent was subsequently post dilated on a number of occasions. Stent strut separation or prolapse of the vessel through the stent struts appear to be evident on the proximal side of the stent, after the post-dilatation activities. It appears most likely that the post dilatation activities resulted in disruption of the stent structure of the stent in the lm. Please note that this device is distributed outside the united states.